Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was replaced due to a malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. A separation was noted on the body of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. No functional abnormalities were noted with the detached inlet tubing or the connector. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation on the inlet tube of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, it was subsequently reported that the cylinders of this device would not fill.